Event description:
On (B)(6) 2012 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan of the abdomen revealed mesenteric perforation caused by the filter. The filter was tilted with the apex against the vessel wall.

Manufacturer narrative:
Field change: a1,a2.

Event description:
On (B)(6) 2012, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019, a computed tomography (CT) scan of the abdomen revealed mesenteric perforation caused by the filter. The filter was tilted with the apex against the vessel wall.